Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device analysis:: the device related to the reported event of deflation on december 23, 2020, with lot number 1799598. Analysis of the returned device identified: opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening, yellow particles, crease fold, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch bond edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.